Manufacturer narrative:
Findings: pump was received with loud vibrator during self test due to adhesive bond not adhering on vibrator motor. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.(B)(4).

Event description:
It was reported that the customer had a vibrate anomaly on the insulin pump. Customer's blood glucose level was 185 mg/dl. Customer stated that the vibrate feature has been loud and the pump did not vibrate when she pressed act after using the up arrow to set an easy bolus amount. Customer stated that the vibrate mode was on and the pump battery was not low. Customer stated that she is self-conscious and wants the pump replaced. No additional information provided.